Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer's blood glucose (bg) levels rose to 600 mg/dl and the customer went to the emergency room after suffering a heart attack. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released the following monday ((B)(6) 2019 approximately) with the issue resolved. Reportedly, customer received oral medication to treat heart issue. The customer reverted to manual injections for insulin therapy.